Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. The complaint states a loss of connection occurred. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined.

Manufacturer narrative:
(B)(4). Correction: "data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined."

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.